Event description:
The patient was implanted with a kinetra in (B)(6) 2011. After the summer, the patient reported a worsening of the symptoms. At the last follow up, out of range impedances were found, and the patient was sent to a surgeon for a revision. Before the revision impedance measurements on the right side (electrodes 4-7 were elevated, but not out of range when measured at 3.0 volts. Therapy impedance on the right side (5-/6+ 60 microsec, 130 hz, 2.0 v) was above 4,000 ohms. The patient was reprogrammed (5+/6-, 60 microsec, 130 hz, 2.7 v) and impedance measurements were again elevated, but not out of range. Therapy impedance was ok when measured at 3.0 volts, but above 4,000 ohms when measured at 2.5 volts. The hcp decided to revise the system, opening the patient at the level of the pocket. He found blood in the connector block, and disconnected the extension from the stimulator, cleaned the connector block, and performed impedance testing test at 3.0 v with an external neurostimulator. Impedance measurements on the left side were all between 1,900 and 2,100 ohms. He reconnected the extension and measured impedances again obtaining almost the same results. The hcp finally decided to replace the device with another kinetra. When he checked the system with the new kinetra, the results were the same: at 5+/6-, 60 microsec, 130 hz, 2.3 v lead impedances at 3.0 v for 4-7 were elevated, while therapy impedance was over 4,000 ohms until the voltage reached 2.3 v. At 2.3 v, therapy impedance was 604 ohm. He decided to leave the patient on this program, and the patient seemed improved and was discharged.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No new information. Supplemental MDR submitted as a filler supplemental to address unintended gap in the follow-up numbers for this report. If information is provided in the future, a supplemental report will be issued.